Event description:
It was reported that the pt had a lot of discharge from her incision site at the neurostimulator location. The pt was at home and her status was "good." The pt was encouraged to contact her hcp. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.